Event description:
During the periodic review of the programming history database, a high impedance event was identified. High impedance had occurred during a system diagnostic test on a surgeon's programming computer. A review of the device history record for the implanted generator confirmed it had passed all quality inspections prior to release for distribution. No further relevant information has been received to date.